Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was damaged traces on the ribbon cable of the response button. The root cause for the damaged traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.